Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, nausea, muscle spasms, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: vc/organ perforation w/ strut abutting bowel, pain, nausea, muscle spasms, physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to pulmonary embolism. Patient is alleging vena cava perforation, organ perforation, and one strut abutting the bowel. It is further alleged "the plaintiff complains of lower abdominal pain, right flank pain, and nausea. The plaintiff also complains of right side abdomen muscle spasms. The plaintiff is not able to lift more than the weight of a gallon of milk because of abdominal pain and right side muscle spasms." Per report from CT (computed tomography) dated (B)(6) 2017: "inferior vena cava filter identified . There is strut penetration of approximately 2 to 3 mm of the wall of the ivc." Per report from CT dated (B)(6) 2018: "there is an infrarenal !vc fitter in place. The apex appears centered within the inferior vena cava with the apex at the level of the renal veins as seen on axial image 56. Series 2. There is no evidence of strut fracture or migration. There does appear to be extension of the left lateral strut beyond the left lateral wall of the ivc as seen on image 72. This measures approximately 4 mm laterally. Also seen on image 72 is extension of the posterior strllt approximately 5 mm posteriorly, and on image 73 there is apparent extension of the right lateral strut approximately 4 mm laterally to the right. There appears to be mild extension of the anterior strut approximately 3 mm anteriorly abutting the adjacent small bowel without evidence of clear penetration of adjacent structures."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.